Event description:
It was reported that the patient presented to the hospital due to a lead integrity alert (lia) and right ventricular (rv) lead oversensing was noted. It was added the physician was not sure of the reason for the lia, so it was decided to replace the implantable cardioverter defibrillator (ICD) and the rv lead. It was noted the physician was unsure if there was a defect with the ICD, as there was a strange atrial episode observed. No patient complications have been reported as a result of this event.